Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged asthma (new or worsening). The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device has not been returned to manufacturer.

Manufacturer narrative:
The manufacturer received new and relevant information on 09/29/2025. The device was returned to the manufacturer¿s product investigation for investigation. The manufacturer visually inspected the device. The pil was not able to confirm the complaint, or address the symptoms specified.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged asthma (new or worsening). The device was returned to product investigation laboratory, and they observed the following sound abatement degraded foam indications. A whiney noise coming from the blower during the confirmation of therapy. The top enclosure screws that connect it to the bottom enclosure were missing. An unknown contaminant was observed on the top enclosure, front panel, rear panel, bottom enclosure, and inside the inlet of the blower box. A dust-like contaminant was observed on the top enclosure, front panel, rear panel, bottom enclosure, inside the inlet of the blower box, on the blower, and blower box. What appeared to be dried liquid spots with potential mineral deposits were observed on the blower and blower box. What appeared to be a keratin-like substance was observed on the outlet of the blower box. ER-2243857(v01) addresses the issue of keratin. The p4 power connector was observed to have rust/corrosion to it, likely due to liquid ingress. Inv1023 addresses the issue of liquid ingress to the p4. The bottom enclosure was observed to be missing one of the anti-skid pads. Product investigation laboratory used a fitt (foam integrity test tool) and the associated procedure and was able to confirm the presence of degraded sound abatement foam. Product investigation laboratory was not able to confirm the complaint or address the symptoms specified. 0 errors were logged. Product investigation laboratory can confirm the presence of multiple contaminants and water marks from the secondary findings. Box h, box e and box d has been updated. Box h - coding was incorrectly captured in previous follow-up report and have been corrected in this report. Box h - device evaluation was incorrectly captured in previous follow-up report in additional narrative and have been corrected in this report. Box e - reporting address postal and reporting address state was missed to capture in initial report and updated in this report.